Event description:
Treatment of a dural arteriovenous fistula with onyx. It was reported the catheter broke off at approximately 1-2cm from the distal tip during procedure. The amount of onyx reflux was reported to be approximately 6-8cm and the broken segment remaining in the patient. No patient injury reported. Same event as MDR# 2029214-2011-00204.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).